Manufacturer narrative:
PMA/510(k)#: an additional PMA/510(k)# applies as k122558. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9302235. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-10-29. Medical device lot #: 9185281. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-04. Investigation conclusion: the customer issued a complaint for a can¿t activate problem detected by end user. Photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bdm-ps (B)(4) during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that an unspecified number of ultrasafe x100l png clear had the user unable to activate the safety guard. The following information was provided by the initial reporter: patient injected himself, and received the dose but the needle does not retract after the injection.